Event description:
The patient had a traumatic nondisplaced left proximal fibular fracture and a knee immobilizer was placed on the patient's left leg during surgery. Eight days later, three areas of suspected deep tissue injuries were found on the back of the patient's left lower leg. The metal stays in the immobilizer caused pressure to the areas of the ulcers. A longer immobilizer was ordered and placed after the posterior metal stays were removed and padding put in place. Wound ostomy care nurse consulted. Demonstrated progressive healing of pressure ulcers at time of discharge.